Manufacturer narrative:
The production history for the device was reviewed and no anomalies were identified. The lot met all test release criteria. Nothing was found to indicate a manufacturing related cause for this event. The result of the investigation is confirmed for the balloon twisted issue reported. There was an area of twisting noted in the balloon. There was also a kink noted on the inner catheter. The definitive root cause for the reported balloon twisted issue could not be determined based upon available information. There was also a kink noted on the inner catheter at the proximal cone. It is unlikely however that the kink is manufacturing related, as a visual inspection for catheter kinks is performed. A guide wire check is also performed on the devices during catheter production. The manufacturing documentation was reviewed and shows no anomalies with the manufacture of this lot to suggest a product issue. It is unknown if patient factors, handling or procedural techniques contributed to the reported event. The review of the IFU (instructions for use), indications, warnings, precautions, cautions, possible complications, and contraindications showed that the product labeling is adequate. Expiry date: aug/2021; the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during an angioplasty procedure, the pta balloon catheter was allegedly twisted. Reportedly, the procedure was completed with another device. There was no reported patient injury.